Manufacturer narrative:
Follow-up information was received on 25-aug-2014. Essure lot number was changed from b5945b to b59458. No further information was provided. Ptc investigation result was received on 09-sep-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: opening follow-up complaint to correct lot number. No new additional information for investigation. When a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported adverse events are known possible undesirable events and not indicative of a quality defect per se. In this particular case also a technical defect (breakage) was reported. According to case information complication of insertion due to deployment issue where sheath didn't retract and upon removal a coil broke off occured. The reported technical defect could not be evaluated in more detail due to lack of sample return. The review of the lot history records confirmed that the product met product release specifications. No additional ae case reports have been received to date in relation to initially reported batch number b5945b. 6 further ae case reports have been received to date in relation corrected batch no. B59458 (production date 29-jul-2013, expiration date 31-jul-2016), of which 2 cases refer to similar adverse types of events but none to a similar technical type of events. No unusual pattern can be identified at this time. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". In summary, based on the information available, there no reason to suspect a quality defect. Company causality comment: this medically confirmed, spontaneous report refers to a female patient of unspecified age who had bilateral essure placement. It was reported that coil broke off in the left fallopian tube, complication of device insertion and sheath did not retract as the device is intended. Events are classified non-serious except the event coil broke off in the left fallopian tube that is serious due to medical importance. All the events are listed in safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In this particular case was stated that the sheath did not retract as the device was intended. The physician attempted to remove the device and a coil broke off in the left fallopian tube. This event coil broke off in the left fallopian tube assumed as device breakage was considered a other reportable incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. An initial ptc analysis was done but the lot number was amended upon receipt of follow-up information. The event coil broke off in the left fallopian tube, previously considered unlisted according to reference safety information for essure, was, upon receipt of product technical investigation (ptc) updated to listed (anticipated). According to new ptc assessment, the technical investigation concluded "unconfirmed quality defect". Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Final assessment: when a term like "broke" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken," or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the micro-insert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Final risk classification; risk category IV. Medical assessment: this case reported complication of insertion due to deployment issue where sheath didn't retract and upon removal a coil broke off. The reported events are not necessarily indicative of a quality defect. No additional ae case reports have been received to date in relation to batch number b5945b. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and additionally noted that the reported event of breakage is an anticipated event. Based on the information available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a health professional via regulatory authority in united states on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) and experienced the following event. Patient had no pre-existing characteristics. The patient had a recent history of copper iud removal and a dilatation and curettage procedure. On (B)(6) 2013, during placement of permanent birth control device, the sheath did not retract as the device was intended. The physician attempted to remove the device and a coil broke off in the left fallopian tube. The patient required a return to the operating room to remove the coil and replace the essure device. The device use problem reported was a failed device; device broke and couldn't get it to work or stopped working. The event occurred in the hospital. The product lot number used was b5945b. Seriousness criteria provided by health authority. Follow up information received on 06/06/2014: ptc global number added as (B)(4). Follow up information received on 06/16/2014: follow-up attempts were done; no response has been received to date. Follow up 06/16/2014: ptc investigation results were provided.